Manufacturer narrative:
The pod involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have caused, or contributed to the customer's high bg levels. No specific device issue was reported. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also advises that, if bg levels remain high four hours after bolus was first administered, then the pod should be replaced and a healthcare provider should be contacted for guidance. Without the pod returned for evaluation, we are unable to determine whether the pod may have been a contributing factor to the reported event.

Event description:
The report indicated that the customer had applied a new pod with a bg level of 238 mg/dl and by the next morning, her levels had significantly increased (to 396 mg/dl). Over the following six hours, her levels remained consistently high (396-greater than 500 mg/dl) with large ketones despite numerous correction boluses having been administered. She "went into urgent care" and was then "transported by ambulance to the hospital" where she was admitted and placed into intensive care with dka. The pod was discarded at the hospital and will therefore, not be returned for evaluation.